Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Reference manufacturer number: 1627487-2020-22736. It was reported that during an ipg replacement on (B)(6) 2020, the physician noticed that the implanted leads are fractured. The case was aborted after the ipg was explanted. The patient will be referred to a neurosurgeon for lead removal.